Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported loss of power; however, after a review of the electronic patient records, the reported loss of power was verified to have occurred. Physio-control replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was powering itself off during a patient event. The customer indicated that while monitoring a patient's ECG, their device had lost power. No additional event or patient information has been provided to physio-control. There was no report of any adverse outcome to the patient.